Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a bad fall and they want to know why their implantable pulse generator (ipg) "is not working". The ipg remains in use. No further patient complications have been reported as a result of this event.